Manufacturer narrative:
Additional info: a1, a4, a5b, b2, b5, b6, b7, g1, h4, (&) h6 (patient codes, ime e2402: ileus, sinus tract) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions to small intestine/bowel, hernia recurrence, chronic/severe pain, discomfort, loculated fluid collection, abscess, bowel obstruction, abdominal pain, hernia bulging, ileus, chills, nausea, vomiting, burning abdominal pain, draining sinus tract, two fistulas' one draining thin yellowish fluid, (&) seroma. Post-operative patient treatment included abdominal wall reconstruction and hernia repair with mesh, mesh removal surgery, revision surgery, CT scan, bowel obstruction surgery, multiple hospitalizations, use of abdominal binder, bilateral retro-rectus release with bilateral transversus abdominus release, use of drains, wound vac, IV fluids, ng tube, pain medication, tpn, diagnostic lap, lysis of adhesions, CT-guided aspiration of seroma, (&) removal of chronic draining sinus tract.

Manufacturer narrative:
Correction: added additional code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: abstack30x abs fixation device30 tacks (lot# n3k0738x), 174006 protack 5mm disp in (lot# p3b0200x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions to small intestine and bowel, hernia recurrence, chronic and severe pain, and discomfort. Post-operative patient treatment included abdominal wall reconstruction, mesh removal surgery, and revision surgery.